Event description:
It was reported the customer had high blood glucose of 492 mg/dl, treated with shots. Customer's mother reported the insulin pump alarmed no delivery, she changed the entire set and it resolved the entire set. Customer's mother declined troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.